Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the left anterior descending artery. A 3.50x12mm promus element stent was selected however during the procedure while inside the patient's body, it was noted that a stent strut was lifted. The device was completely and simply removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A visual examination of the crimped stent found distal stent damage with struts lifted distally on the first row. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the left anterior descending artery. A 3.50x12mm promus element ¿ stent was selected however during the procedure while inside the patient's body, it was noted that a stent strut was lifted. The device was completely and simply removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.